Manufacturer narrative:
Per tandem's user guide: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level greater than 500 mg/dl; cause was not known. Reportedly, customer was using humalog for 3 days. Customer administered a manual injection and delivered a correction bolus via pump to address bg level. Diabetes educator advised administration of a manual injection and assisted customer with providing a ratio for administration of manual injection via insulin pen. Customer's bg level decreased to 360-361 mg/dl. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, or infusion set cannula in use at the time of event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.